Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced the uninterruptible power supply (ups). The imaging system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer and is currently under analysis.

Event description:
A radiologic technologist (rt) reported that they were setting up for surgery and the mobile view station (mvs) monitor had black status. The mvs system light and line power light were lit. An onsite rep reported that the lights were lit on the mvs circuit board. A clicking sound was coming from the monitor when the mvs was powered on. Rebooting the mvs cart did not resolve the issue. The onsite rep unplugged the printer video cable and rebooted the mvs, which did not resolve the issue. There was no patient involved with this concern.

Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) found that the reported event was related to an electrical issue. The returned ups powered on with returned batteries for 30 seconds. Charge returned batteries and ups. When charging returned batteries the "replace battery" light on the ups came on. The tester performed a 5 min load test with returned batteries. The test did not pass with a result of 0 min, 4 sec. The ups was installed with test batteries and charge for at least 6 hours. A 5 min load test passed at 5 min, 42 sec. The tester installed and charged new batteries for at least 6 hrs and performed 5 min load test. The ups passed, 6 min, 48 sec. Recharge new batteries for at least 6 hrs. Battery returned with unit would no longer hold or maintain a charge. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.